Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing elevated blood glucose (bg) levels in the 400's (mg/dl) with ketones. Reportedly, the customer was vomiting and feeling very ill, and was unable to lower bgs by delivering correction boluses. Customer was treated with insulin drip and saline to stabilize bg levels. Approximately 24 hours later, the customer left the ER with bg levels around 200 mg/dl. The contact reported that the customer was feeling better and able to eat.